Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). - the dentist reported that after 3 months dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, 50ncm of primary stability was achieved.